Event description:
It was reported that the device displayed blue lines during a procedure. It is further reported that the pt was fully anaesthetised and the telescope was placed in the pt as per procedure. Allegedly, the device then displayed blue lines. It is further reported that the surgeon did not believe that the case could be completed satisfactorily and cancelled the case. It is further reported that the blue lines were resolved by disconnecting the camera and then re-engaging it. It is further reported that a stryker engineer visited the customer with the customers original unit and was refused access to the camera stack. It is further reported that the camera stack has been quarantined by the (B)(4) department for an internal investigation.

Manufacturer narrative:
Additional information will be provided once investigation is completed.